Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error image was displayed on the screen. The customer¿s blood glucose level was 128 mg/dl. Troubleshooting was performed for critical pump error. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the unit, there was corrosion and even rust on the electronic assembly inside the device. Unable to perform the displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received has a crack on the battery tube which starts at the corner of the belt clip rails.